Event description:
It was reported that the patient developed pacemaker syndrome when the device indicated elective replacement (eri) and was pacing in a ventricular only pacing mode (vvi). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).